Event description:
Healthcare professional reported prothesis was broken. Device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.